Event description:
In 2004, this patient was implanted with a gore excluder aaa endoprosthesis. On february 20, 2009, gore received notification of second procedure. In 2008, the patient had a second procedure, whereby a gore excluder aaa endoprosthesis contralateral leg component was implanted. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: an additional device was implanted pcc161400/02769488.